Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 30 (mg/dl). Reportedly, the customer is a brittle diabetic and attributed this to their low bg levels. An "instant breakfast" was consumed to address bg levels. Recommendation was made to consult with a health care provider to discuss diabetes management.